Manufacturer narrative:
Upon visual inspection, the abutment screw was fractured. Both parts of the screw were returned for review. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
The dentist reported that abutment screw fractured. It was holding a dental bridge.